Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the patient spit the capsule out after the delivery device was removed. The patient was not injured following the procedure. Another capsule was placed normally.